Event description:
The user stated they ran a potassium on one patient serum sample and received a result of 4.38 mmol per l. The user repeated another cobas 6000 and received a result of 3.0 for potassium. The initial results were reported out and amended before the patient was treated. The field service representative determined there was a problem with the vacuum pump diaphragm. He replaced the diaphragm and ran a mechanism check. To verify the analyzer performance, calibration and qc were performed with acceptable results.

Manufacturer narrative:
The issue was resolved by maintenance, including replacement of pump diaphragm and r1 mixer, as well as adjustment of sipper probe and cleaning the is bath.

Event description:
The user stated they ran a potassium on one pt serum sample and received a result of 4.38 mmol per l. The user repeated the sample on another cobas 6000 and received a result of 3.0 for potassium. The initial results were reported out and amended before the pt was treated. The field service rep determined there was a problem with the vacuum pump diaphragm. He replaced the diaphragm and ran a mechanism check. To verify the analyzer performance, calibration and qc were performed with acceptable results.